Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Our evaluation of the photos provided confirmed the report. A photo of the device's proximal tubing was provided, in addition to a photo of the device label, where it can be observed that the tubing has buckled. Per the photo provided we cannot complete a full evaluation. However, the buckling of the tubing can contribute to and/or be a result of difficulty retracting the basket. The difficulty reported is confirmed based on the device condition in the provided photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire basket are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a common bile duct stone extraction, the physician used a cook memory hard wire basket. It was reported that the user advanced the duodenoscope to the duodenal papilla, then utilized the boston scientific sphincterotome to make access to duodenal papilla, then wire guide reached the right hepatic hilum. The user observed that there are small stones after radiography, then the user left the wire guide in place. User then opened the basket package, retracted the tip of basket tip, then advanced the device through endoscope working channel to duodenal papilla and into bile duct. Then over the stones, the user opened the basket and captured the stone, then closed the basket and retracted to duodenal papilla and the stone was pulled out, user ready to closed basket but found out the basket cannot be completely closed and the outer sheath kinked. The user then retracted the device along with endoscope from patient. User changed to another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and pouch from the lot number provided in the report. The labels match the product returned. A photo of the device's proximal tubing was provided, in addition to a photo of the device label, where it can be observed that the tubing has buckled. Our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully extended. The basket responds to handle manipulation. Significant resistance was encountered during retraction of the basket as the basket reached the distal opening of the catheter with the basket being unable to be retracted unless the catheter was fully straightened. The distal connecting cap of the pin vise handle had been untightened as returned. Retightening the connecting cap did not influence the resistance noted during basket retraction. Friction was noted as the drive wire passed through a buckled area in the proximal catheter. The basket was able to be advanced with slight resistance. An orange substance was noted within the distal catheter. The catheter length measured 211.7cm from the handle to the distal end of the catheter, this is within specifications. The proximal catheter has buckled 17.6cm to 19.9cm distal to the white handle. A bend was noted in the white shrink tube 11.7cm distal to the handle. The distal opening of the catheter was also viewed under magnification, and the edges of the catheter were smooth. The drive wire and catheter were cut, and the basket was removed to verify the ability to retract and straightness using productions cannula tester tool. The basket was able to be retracted into the cannula tester and retracted straight without notable resistance. The basket wires' outer diameter was measured using calipers and all 4 wires measured within specifications. The basket was fully formed and within specification for basket length, and width. Additionally, the distance between the curves of each wire measured within the cpn drawing specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed difficulty retracting the basket and buckling was noted in the proximal catheter. All aspects of the basket were verified to be within specification. The description of events notes that the user was able to "retract the basket tip" prior to advancement through the endoscope. The buckled section of the catheter increased friction while attempting to manipulate the device. Buckling of the catheter can be a result of excess force applied to the handle while a stone is captured in the basket. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all memory hard wire basket are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.